Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial.

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, legal counsel for patient reports patient underwent revision procedures on (B)(6) 2008, (B)(6) 2009, and (B)(6) 2013 due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, synovitis, elevated metal ion levels/metal poisoning, and metallosis. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in the (B)(6) 2008 right hip revision operative report noted the presence of scar tissue, erythematous tissue, fibrous tissue, serous fluid and synovitis. The modular head was removed and replaced. Operative report for the (B)(6) 2009 right hip revision noted the presence of serous fluid, loose brown granulation tissue and a scarred capsule. The modular head, acetabular cup and liner were removed and replaced. Operative report for the (B)(6) 2013 right hip revision noted the revision was due to pain, swelling and the acetabular screw protruding through the back wall. Operative report further noted the presence of scarred tensor fascia lata, a fibrous formation, a grayish-white joint effusion, fluid and green-grayish synovitis. The modular head and taper liner were removed and replaced.

Event description:
Legal counsel for the patient alleges that patient underwent a right total hip arthroplasty on (B)(6) 2004. Subsequently, legal counsel for patient reports patient underwent revision procedures on (B)(6) 2008, (B)(6) 2009, and (B)(6) 2013 due to patient allegations of pain, discomfort, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility and range of motion, synovitis, elevated metal ion levels/metal poisoning, and metallosis this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history record shows that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions,¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported.¿ this report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 5 mdrs filed for the same event (reference 1825034-2014-01545 / -01549).